Manufacturer narrative:
It was reported the patient adjusted the mask interface to address the reported complaint. The device was not returned to resmed. The device operated per specifications. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation. There was no patient harm or serious injury reported as a result of this incident.